Event description:
It is reported that the pt was revised due to infection. The pt elected to only remove the head and liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.